Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with visible contamination found by the a/c cord clamp and by the ethernet port. Event log history was performed and indicated that syringe plunger not in place was recorded in history. During analysis, the reported problem was able to be duplicated during syringe test. Service replaced the plunger board to correct the reported issue and performed self-test and syringe test. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be design.

Event description:
Information was received indicating that a smiths medical medfusion pump alarmed for syringe plunger not in place. No adverse effects were reported.